Event description:
The complainant reported a male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed an access site hematoma, which required the pump to be explanted. The patient¿s hemoglobin had dropped to 3-5 g/dl. Per the source of this complaint, a clinical study of st-segment elevation myocardial infarction ¿ door to unloading, the event is not related to the impella device, but related to the impella procedure. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13066: a2 patient age missing. G1 manufacturing site address line 1. G1 manufacturing site address line 2 should have been left blank. G1 manufacturing site zip code. H.6 code 4755 was reported incorrectly. New code was added to component code.